Event description:
It was reported that during a da vinci si myomectomy procedure, the cable on the prograsp forceps instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. Additional observations not reported by the customer were pulley damages. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Evidence not conclusive, but the pulley damages may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.